Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to <1. One day post procedure it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4+. Per the physician, the slda was due to the thin leaflets. A second procedure was performed where two clips were implanted to stabilize the slda, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported recurrent mr appears to have been a cascading event of the reported incomplete coaptation/slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.